Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for eval. The lot number is unk therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.

Event description:
It was reported that a pt participated in a (B)(6), 4-arm study at vertebral levels 1, 2, 3 or 4 to evaluate the clinical and radiographic outcomes in pts diagnosed with cervical degenerative disc disease (ddd) between c2-c7. Pt was implanted with a vectra-t cervical plate and a cc acf spacer at levels c5 c6 and c6 c7 with pedicle screws at c5, c6 and c7. Postoperatively pt experienced delayed union c5-c6 and c6-c7, requiring observation. This is report 2 of 8 for the same event. This complaint is for the cc acf spacer size 8 lordotic.